Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, mega suturecut needle driver (nd) cable broke in jaws of instrument. Instrument was in use in patient at time of incident. The procedure outcome is unknown with no reported injury. On 01/08/2025, intuitive surgical, inc. (Isi) received user facility report 5201770000-2025-8011 stating: mega needle driver cable broke in jaws of instrument. Instrument in use in patient at time of incident.